Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced discomfort after pocket erosion. It was noted that the pulse generator had migrated. The device was explanted and replaced. The patient was in stable condition post operation. The patient would continue to be followed normally.